Event description:
Per end user's son, (B)(6) was being lifted out of her wheelchair and the straps on the right side of the sling broke and she fell to the floor. She is at a facility and he is not sure if the lift was an invacare lift, nor does he have a s/n. He said he took a picture of the sling showing the straps broken. He understands it is an invacare sling. The facility that she is at is called (B)(6). Per (B)(6), she got xrays done and he just got the bill for (B)(6) which the facility will not pay so he is looking for us to pay. (B)(4).